Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. (B)(4). Reporter phone number unknown. The philips field service engineer replaced the front bezel to resolve this issue. The unit passed performance verification testing after repair was complete.

Event description:
Philips field service engineer (fse) reported navigation ring (nav-ring) responded intermittently. There was no patient or user harm reported. The event date was not specified; estimate used.